Event description:
It was reported the tip of a covac 70 icw arthrowand had become detached from the device within the patient during an arthroscopy procedure. It is not known if the fragments were retrieved. Additional information was requested by arthrocare corporation on (B)(6), 2009, and (B)(6), 2009 from the initial reporter. No further information has been provided to date.

Manufacturer narrative:
The date of the event was not reported. The date of the event is an approximate date of the event provided by arthrocare corporation. Since the device was not returned, a complete investigation could not be performed. A review of the lot history record will be performed and provided in a follow up report.